Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event with a lowest cgm reading of approximately 46 mg/dl after being elevated for several hours the prior night and then dropping, and the patient treated with oral carbohydrates consisting of orange juice; the reason for the low was unclear. Symptoms included hypoglycemia. Outcomes included minor illness/impairment and the need for unexpected medical intervention in the form of medication or oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.